Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include feeling lethargic, weakness, nauseated, dizziness, blurred vision, excessive thirst, frequent urination, dry/itchy skin, chest pain and shortness of breath. The patient reported taking 8 mg of zofran prior to visiting the ER. The patient was treated with 3 bags of IV (intravenous) fluids and 3 insulin injections of rapid acting insulin to a total of 20 units. The patient was released within 7-8 hours. The patient reported noticing the pod leaking insulin the day prior to ER visit but they continued to wear the pod. The patient reported they were wearing the pod at time of ER visit but changing the pod in the ER waiting room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.